Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and gi tract (gastrointestinal tract) disorder in a patient coincident with dianeal pd4 ambuflex and dianeal ultrabag therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following information was provided. On an unreported date, the patient had gi tract disorder manifested by constipation. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis manifested by cloudy culture. Cause of peritonitis was gi tract disorder. Treatment was not reported.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Correction: information erroneously omitted from the initial medwatch: since the device is unknown, a 510k number cannot be provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.